Manufacturer narrative:
The device was received in normal range of operation. Analysis of the device image indicates eri and eos flag was falsely triggered which was consistent with external interference. Analysis of the device was performed after clearing the eri flag and no anomaly was noted. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The customer complaint of overestimation of battery longevity issue was not confirmed.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The device was received in normal range of operation. Analysis of the device image indicates eri and eos flag was falsely triggered which was consistent with external interference. Analysis of the device was performed after clearing the eri flag and no anomaly was noted. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The customer complaint of incorrect diagnostic measurement was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a false elective replacement indicator (eri) alert was received. Abbott technical support was contacted and a firmware download was attempted to resolve the event but was unsuccessful. The device is anticipated to be explanted and replaced. The patient was in stable condition.